Event description:
Same case as 2134265-2015-04310 and 2134265-2015-04309. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view unspecified target lesion. During the procedure, it was noted that the auto pullback was in recording mode. However, the auto pullback failed to move. The physician and senior nurse manager checked all the connection and then tried to plug in and out in order for the pullback recording to work but failed to resolve the problem. The procedure was completed with a different device. No patient complications were reported and the patient¿s condition is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).